Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-sustained rv oversensing episodes were observed on the stored egms due to the crosstalk on the ventricular channel from atrial pacing. The device appropriately responded to the oversensing episodes. Programming changes were recommended. The patient did not experience any symptoms due to the oversensing episodes.